Event description:
It was reported that the non-magnet electrogram (egm) showed intermittent loss of telemetry (vertical lines), which sometimes leads to loss of markers. It was also reported that there were indecipherable dual electrograms found on the pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : a 5076-45 implantable pacing lead: (B)(6) 2013. (B)(4).